Event description:
During a procedure, the wire pass drill broke and remained in the pts bone. An add'l surgery was performed to remove the broken portion.

Manufacturer narrative:
Device not returned for eval.